Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer, including evaluation of the device logs. No fault was found. The system successfully passed the system checkout (sco) without deviations, and the suction module was verified to be functioning according to specifications. The information received from the user facility stated that the customer expected stronger negative pressure when the suction module was used as a comparison to an external vacuum device. The reported event is not a system malfunction, and the system is working according to design.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that there was a leakage in the suction module and that it failed to generate a correct amount of vacuum. There was no patient involvement. Manufacturer's reference #: (B)(4).